Manufacturer narrative:
(B)(4). Occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint ¿ litigation papers allege bilateral patient suffered and continues to suffer symptoms including, but not limited to pain, weakness, difficulty walking, trouble pu-tting on shoes, decreased range of motion, and difficulty with even simple daily living activities. Additionally it is alleged that, the patient suffers from elevated cobalt metal ions in his blood stream as a result of the metal on metal implants. Update (B)(4) 2011 :plaintiff's preliminary disclosure form was received. Dob updated. There is no new information that would change the outcome of the investigation. Update (B)(4) 2016: litigation received. The stem and taper sleeve are being added to the complaint for the alleged high metal ion levels. This complaint was updated on: (B)(4) 2016.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.